Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that there was a change of sensory response & stimulation felt. There was also a lack of efficacy. The patient was not aware of any factors that could have led to or contributed to the issue. An impedance check was normal and mapping of electrode sensation was done. The doctor ordered an x-ray and said it was all normal. The issue was not resolved at the time of the call. The doctor was going to discuss doing a lead replacement with the patient. It was unknown in surgical intervention would occur. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the change of sensor response/stimulation sensation and lack of efficacy was not determined. Device replacement is planned, but has not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.